Manufacturer narrative:
The manufacturer evaluated the device in question and determined that the device is similar to 510k# k182940, therefore MDR reportability was determined on july 8, 2021.

Event description:
It was reported that a patient showed symptoms of hypotension during dialysis session. Clinical staff also reported excessive weight removal (ultrafiltration) during dialysis treatment. This has been confirmed by checking the patient's weight before and after the dialysis treatment. (B)(6). Patient well enough to go home after finishing therapy.

Event description:
It was reported that a patient showed symptoms of hypotension during dialysis session. Clinical staff also reported excessive weight removal (ultrafiltration) during dialysis treatment. This has been confirmed by checking the patient's weight before and after the dialysis treatment. Patient details pre-dialysis: weight 73.0 kg, blood pressure (bp) 144/82, pulse 88. Planned fluid removal of 2.3l. Patient blood pressure recorded, dropped from 144/82 pre-dialysis session at 08:45 to 89/54 at 11:39 after routine dialysis treatment. Patient weight loss (ultrafiltration) was recorded as excessive to that programmed on the dialysis machine by 700ml (0.7kg). The hemodialysis treatment started at 08:45 am. At 11:30 am: blood pressure: 93/57, normal saline 200 mls given, planned fluid removal decreased to 2.0l, 11:39 am: blood pressure 89/54, normal saline 200 mls given to the patient, ultra-filtration stopped, recorded fluid removed 1.88l. Post hemo-dialysis weight 71.3kg. Patient well enough to go home after finishing therapy.

Manufacturer narrative:
The manufacturer evaluated the device in question and determined that the device is similar to 510k# k182940, therefore MDR reportability was detemined on july 8, 2021.